Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This lead was not successfully implanted as it didn't get desired testing numbers. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.